Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) clinical study. It was reported that non st elevation myocardial infarction (nstemi) and in-stent restenosis (isr) occurred. In (B)(6) 2011, the patient presented for evaluation of abnormal nuclear stress test results, with new left bundle branch block. The patient was referred for cardiac catheterization. Subsequently, coronary angiography and the index procedure were performed. The target lesion was a de novo lesion located in the first diagonal (d1) branch with 90% stenosis and was 8.0 mm long with a reference vessel diameter of 2.5 mm. It was treated with pre-dilatation and placement of a 2.75 x 12 mm taxus® liberté® stent. Following post dilation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient presented to the emergency department with complaints of substernal chest pain migrating to the left shoulder and associated with diaphoresis. In addition, the patient was noted to have blurred vision, following the use of nitroglycerine. The patient was hospitalized. The following day, electrocardiogram (ECG) revealed sinus bradycardia with first degree a-v block, left axis deviation and left bundle branch block which was unchanged from the previous ECG. Telemetry revealed signs of premature ventricular contractions. Cardiac enzymes were elevated and the patient was diagnosed with nstemi. Cardiac catheterization was recommended. At the time of event, the patient was taking aspirin only. The study drug, per protocol, was never taken during the study and other antiplatelet medication was last taken in (B)(6) 2012. Coronary angiography was performed and showed 90% isr of the previously placed study stent located in the first diagonal branch and was treated with balloon angioplasty and placement of a 2.75 x 16 mm promus premiere stent. One day post procedure, the event was considered to be resolved without residual effects and the patient was discharged on aspirin and plavix.